Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant colonic obstruction within the colon. The patient anatomy was noted to be tortuous due to the large size of the cancerous tumor. During the procedure, the physician deployed the stent and missed the stricture. The physician indicated that the stent was placed too far proximal from the target stricture. As a result of this, a second stent was attempted to be placed. However the second stent was not deployed, because the guidewire was unable to be advanced into the target stricture due to the misplacement of the first stent. The first stent remained implanted. There was no alleged complaint with the guidewire. Post stent placement, it was initially thought that the patient may have had a perforation as the abdomen felt hard. So the physician sent the patient for further tests. The following day, the physician confirmed that there was no perforation. It was reported that the patient's cancer was far more advanced than what the physician thought prior to going into the stent placement procedure. The patient had a planned surgery, however, since the stent was misplaced and unable to relieve the obstruction, the colostomy procedure and bag placement was performed sooner. It could not be confirmed if the stent was removed during this procedure.